Manufacturer narrative:
H3: the recharger(rtm), s/n (B)(6) was returned for product analysis. Analysis of the device found that the recharger had intermittent no device found message. The device was scrapped after failing at plexus and bench testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received via letter from the patient. They stated that their replacement recharger resolved the red burn mark on their skin. All issues were resolved.

Manufacturer narrative:
Device available for evaluation: product ID: 97755, serial#: (B)(4), product type : recharger. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was when the recharge telemetry module (rtm) is connected to the controller to charge implant, the controller no longer recognizes the implant. When charging implant the recharger relay box clicks loudly. Caller states that if the equipment is held exactly right sometimes the implantable neurostimulator (ins) will charge, however after 10 to 15 minutes of recharging implant the recharger gets too hot and leaves a red burning mark on their skin. The burning mark goes away after a day and caller stated that the recharger has left a burning mark a couple of times before and has gone away. The most recent mark appeared two days ago. Caller states that an rm03 screen has appeared, it was once a month and now it's every other day. Per instructions from a manufacturer representative (rep), the caller would perform controller resets in an attempt to resolve the issue. Caller states that these issues have been going on for a while, caller confirms that the recharger issues have gotten bad about 8 or 9 days ago. Additional information received from a manufacturer representative (rep). They reported that they had assisted the patient when they had difficulty with the remote when making changes to programs which only required her resetting it. No symptoms were reported.